Event description:
It is reported that: patient is experiencing pain and discomfort.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as abgii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding revision due to pain involving a rejuvenate modular device was reported. The event was confirmed. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the super and chs complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It is reported that: patient is experiencing pain and discomfort.